Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was being treated for a left frontal lobe malformation, cerebral hemorrhage, 2cm in size. There was moderate to severe vessel tortuosity. The patient had a brain herniation and right-sided hemiplegia. The tip portion (25cm) remained inside the skull, while the rest was removed. The aneurysm was not treated. No further interventions or treatment were performed. The customer indicated that the dsa equipment imaging was normal.

Event description:
Medtronic received a report that during the embolization of a vascular malformation, the microcatheter became adherent to the vessel. Detachment was performed, but the microcatheter broke in the middle at a non-designated detachment point, leaving the proximal broken end in the left internal carotid artery and middle cerebral artery. Blood flow was not affected. It was recommended to first surgically treat the intracranial vascular malformation and aneurysm, and, depending on the situation during the procedure, to remove the retained microcatheter in the internal carotid artery if possible. The patient was discharged on their own and transferred to the department of neurosurgery at (B)(6) affiliated hospital for further treatment. The cause of the event was unable to be determined. It was considered that the connection between the soft segment of the microcatheter and the external support segment was not secure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.